Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that zimmer biomet does not hold reporting responsibility for the associated device. The report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical device: disc-mosaic lt +10 mod dstl part # 114892 lot # 499000. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08302. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient underwent elbow revision due to unknown reasons. Additional information is been requested but is not available at this moment.